Event description:
It was reported that a malfunction alarm occurred in a tandem pump. There was no indication of any adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.